Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
The ge service rep was unable to duplicate the problem. He checked all specs and found tracking on the high side, then proceeded to adjusted to adequate measurements. He re-greased the h.v cables, tested again, and the unit is working as intended.